Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint types reported for units within the same lot. (B)(4).

Event description:
Reportedly, as the surgeon was preparing to insert a ks-ni2 intraocular lens, diopter +20.5, the lens was unable to be injected. The surgeon states the leading haptic was "trapped by the nozzle and finally the rod passed over the lens." There was no patient contact; surgeon completed surgery using a back-up preloaded system. This occurred on (B)(6) 2017.

Manufacturer narrative:
Device evaluation: the iol was rotated to the left and the rod passed iol as reported. Volume of used viscoelastic material appeared to be enough. Claim # (B)(4).